Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a homechoice (hc) machine during drain two of three of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, it was discovered that the patient had disconnected, "by mistake" and without using the proper procedure, and then reconnected prior to the alarm. The technical service representative reviewed proper procedures, per the user manual, with the patient and had them cycle the power on the hc machine to clear the alarm. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is for a report of a system error 2240 alarm caused by an improper disconnect/reconnect by the patient during therapy, which is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.